Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit error code 13-1064-1096 which is a software fault the software is corrupt needs to reflash the software on unit, if flash fails then you have a login board issue board will need to be replace.